Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill multiple cartridges. Reportedly, the customer was unable to push down on the plunger to introduce insulin into the cartridge. Blood glucose level was not impacted. Due to these issues, the customer reverted to manual injections for insulin therapy. During the report, tandem technical support guided the customer through successfully filling a cartridge.